Event description:
It was reported that the pump battery would not charge and that a power source alert appeared in pump history. There was no reported impact to the customer¿s blood glucose level. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.